Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0y3fd, implanted: (B)(6) 2016, product type: lead.

Event description:
Additional information from the patient reported they are still sore and tender in the surgical area. The patient noted her back has been hurting around the kidney area and lower back. She also noted she sometimes gets pain in her left and right legs or buttocks. The patient stated they are still sore and tender in the surgical area.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient had been implanted on (B)(6) 2016; they were healing, were sore, tender, swollen and had pain at the incision/implant and lead sites from the surgery, which they tried to get something for from a nurse. The patient had changed their bandage on the day of the report and it was nasty. They were wondering if their implantable neurostimulator (ins) was on and stated they had been told not to touch their patient programmer (pp) until the follow up appointment on (B)(6) 2016. The patient noted they thought the nurse had told them it was on but on low, and did not remember much because they had put them to sleep. They also mentioned having left a voicemail for a manufacturer representative (rep) today asking if the ins was on. On (B)(6) 2016 the patient reported that since implant they had felt upper back pain and pain from the stimulation shooting down their legs, and thought they had been sitting/laying down on those occasions. They mentioned having loose stool on the day of the call. The patient was to follow up with their healthcare provider (hcp) on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.